Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report that the patient received a soft alarm ¿ patient line is blocked message during drain 0. A review of the patient¿s treatment records identified that the patient drained 4540 ml during drain 4 of the treatment. This drain volume is 187% the patient's prescribed fill volume of 2499 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn verified that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event and not completing treatment. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. Upon power up, the display was noticeably dim. The ¿go/no go gauge¿ check passed. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The cycler underwent troubleshooting of the dim front display panel. An internal inspection of the cycler showed that, on the front panel assembly, the inductor coil on the inverter board has burn damage due to the coil wiring overheating. After replacing the damaged inverter board, the display was normally bright. There were no other discrepancies encountered in the internal inspection of the cycler. A second simulated treatment was performed and completed without failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event of increased intraperitoneal volume (iipv). The investigation into the dim screen was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board.